Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4)/1401ca - device manufacturer date: 02/15/2012 / expiration date: 02/28/2013.

Event description:
It was reported on (B)(6) 2016 the patient was admitted to the hospital with high watts. The patient required a pump exchange due to a suspected thrombus. Additional information has been requested and investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that the patient had initially been implanted with his hvad on (B)(6) 2014 at (B)(6). He developed numerous suction events and spikes in his power consumption with alarms and was admitted to (B)(6). The patient developed hematuria and auscultation of the hvad revealed what sounded like humming. Lab data was inconclusive due to hemolyzed samples. The hvad pump ((B)(4)) and controller ((B)(4)) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and increase in power consumption for the reported event date. Analysis of the controller revealed that the device passed visual inspection and functional testing. Analysis of the pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).